Manufacturer narrative:
Draeger is still investigating the reported incident. A follow-up report will be submitted as soon as the investigation has been completed.

Event description:
It was reported that during patient surgery of the spo2 value, the device should have shown a value of 98% while the real value of the saturation was only 62% according to the customer. The monitor was in the hospital's lab for a complete verification, but nothing abnormal was detected. There was no patient injury reported. Draeger (B)(4).